Manufacturer narrative:
Forty-eight unused 011-h2936 vial spikes were returned for investigation alleging clave stick down and subsequent leakage when connecting to spiros during use. There were no visible damages or anomalies observed with the unused 011-h2936 returned for investigation. No spiros mating devices were returned to evaluate with the 011-h2936 vial spikes. A probable cause is not known.

Manufacturer narrative:
Updated information can be found in g1, h6 and h10. H10: the probable cause is due to an interaction between the spiros and the clave.

Manufacturer narrative:
The device is expected to return to the manufacturer for investigation; it has not yet been received. (B)(6).

Event description:
The event involved a customer report stating that "the silicon part sticks down/stays inside in the needless connector. The system is opened and this results in the leakage of cytostatics and hazardous drug exposure of healthcare professionals."